Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from over 500-600 mg/dl; cause was unknown. Customer addressed bg via manual injection and supply changes. Additionally, it was reported that the insulin gauge was inaccurate. The customer reloaded the same cartridge an continued insulin therapy. The customer was instructed to consult with the healthcare provider regarding bg level.